Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 13mm (tsvwb13) was returned for investigation . However, a reported mount was not returned. Visual evaluation of the as returned product identified fracture around the collar and damage of the drive feature. The customer confirmed that the mount fracture might have caused the collar fracture on the implant. Functional testing could not be performed due to the nature of the devices and events. Pre-existing conditions noted on the per were high bone density ¿ type I, diabetes and high blood pressure. The reported devices were intended for tooth # 19. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (1235847) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1235847) for similar events and no other complaint was identified. Based on the available information, implant malfunction did occur and the reported event (damaged drive feature) was confirmed. However, the reported mount malfunction and the reported event (mount fracture) could not be verified since the mount was not returned. Additionally, although not previously reported, implant fracture was identified during product evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). PMA/501k: k011028, k013227.

Event description:
It was reported that the transfer mount broke off. Implant was removed and replaced with a new implant and site was grafted. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: discomfort & pain.

Manufacturer narrative:
The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h10: added manufacturer narrative

Event description:
Contacted customer for event clarification. Customer confirmed mount fracture may have caused fracture of the implant collar. The mount was accidently degraded after procedure.